Event description:
It was reported that the patient experienced induration and exudate with his penile prosthesis. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erythema, induration and exudate with his penile prosthesis. These symptoms were related to an incision infection. The patient was treated with bactrim ds and bacitracin medication, which resolved the event. In addition, the patient experienced urinary tract infection requiring treatment with ceftriaxone, cephalexin and flomax. Medical assessment determined that the event is possibly related to the study device and with probably relationship to study index procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erythema, induration and exudate with his penile prosthesis. The patient was treated with bactrim ds and bacitracin medication, which resolved the event. Medical assessment determined that the event is possibly related to the study device and with probably relationship to study index procedure.